Manufacturer narrative:
The device is still in use. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient experienced sudden power fluctuations. The surgeon decided to go back to the operating room for surgical re-exploration. The patient required a right ventricular assist device. In addition, the patient condition was managed with medication. The left ventricular assist device was operating properly and it was not exchanged during the surgical re-exploration.